Manufacturer narrative:
One opened soft tip cannula was received for the report of has a bend and would not go into the port. The returned sample was visually inspected and was found to be conforming. A dimensional inspection was done for the cannula outer diameter and was found to be conforming. A functional test was then performed using a lab supplied valved trocar cannula and the soft tip did not go into the trocar. A functional test was also performed using a lab supplied enhanced cannula and the soft tip did travel in and out of the trocar cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and dimensionally conforming, therefore a cannula has a bend and would not go into the port as reported by the customer was not confirmed and a root cause cannot be confirmed as described by the customer. The returned sample was passed in and out of the enhanced trocar but did not travel in and out of the valved trocar. However which type of trocar cannula they used was not reported therefore a root cause cannot be determined. The soft tip cannula was visually and dimensionally conforming however the exact cause for the fit issue is unknown. The exact root cause for fit issue is unknown, therefore, specific action with regards to this complaint cannot be taken. All assemblies are 100% inspected by trained operators. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic cannula tip was bent and would not go into the port during a vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).